Manufacturer narrative:
Article citation: posarelli, c.; figus, m.; roberti, g.; giammaria, s.; ghirelli, g.; quercioli, p.; micelli ferrari, t.; pace, v.; mastropasqua, l.; agnifili, l.; et al. "Italian candidates for the xen implant: an overview from the glaucoma treatment registry (xen-gtr)." Journal of clinical medicine. 2022, 11, 5320. Https://doi.org/10.3390/jcm11185320. Further information regarding event, product, or patient details will be requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
7 patients with primary angle closure glaucoma, 6 patients with uveitic glaucoma, 3 patients with steroid-induced glaucoma, and 1 patient with post-traumatic glaucoma underwent xen®45 gts implantation with adverse events of flat bleb was observed in 34 patients, 73 patients experienced microscopic hyphema intraoperatively, 34 patients experienced a grade I - mild hyphema intraoperatively, 2 patients experienced conjunctival tears intraoperatively, 7 patients required medications (beta-blockers, prostaglandin analogues, and carbonic anhydrase inhibitors) 1 week after implant in the unknown eye were noted in the article, "italian candidates for the xen implant: an overview from the glaucoma treatment registry (xen-gtr). J clin med.